Event description:
A customer reported to baxter product surveillance of an interlink set in which there was a bug at an unknown location in the set. This condition was discovered before use. No patient involvement, injury, or adverse event was necessary. No further information is available at this time.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A companion sample was sent by the customer for an evaluation. A visual inspection was performed to the set and the results were satisfactory; all components were present, in the right position and complete. The defect contamination - particulate matter in the fluid path due to a bug was not confirmed in the sample; however, there was particulate matter contamination in the fluid path due to a degraded piece of burnt plastic that adhered to the wall of the tubing. The cause of this condition was not identified. A batch review was performed and no deviations were found. Similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). Customer stated that the sample sent in for an evaluation was the actual new sample.